Event description:
A malfunction was reported on the pump by the caller, identified by a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance to reset the pump, but the issue recurred, necessitating a pump replacement. The customer was advised to continue using the pump and to contact support if any malfunction recurs. No additional information was provided regarding further outcomes.